Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony lighting system. The technician found that the screw inside the light handle assembly had become loose over time allowing the light handle to fall out of the light and the reported event to occur. The harmony lighting system operator manual (pg 1-2) states: "warning - possible patient injury hazard: failure to engage the light handle cover completely may result in cover falling from light head during the procedure." The harmony lighting system operator manual (pg) also states: "prior to starting a procedure, ensure that the light handle is in place." The technician secured the light handle in place, tested the unit and found it to be operating according to specification. The surgical lighting system is not under a steris service agreement for maintenance activities. The facilities biomed department is responsible for all maintenance. While onsite, the technician counseled the facilities biomed department on the proper use and maintenance of the lighting system specifically, how to routinely check the light heads to ensure the light handles are tight. No additional issues have been reported.

Event description:
The user facility reported the light handle assembly fell from their harmony lighting system onto the floor during a patient procedure. No report of injury. The procedure was completed successfully.